Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested and the following was obtained: what tissue was being approximated/ sutured? It was used for a ligament during the procedure of total abdominal hysterectomy. Evaluation: one packet of product code was returned for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packet. Visual inspection of the unopened sample, no defects were found on the packet. The sample was opened, and the swage and attachment area was noted to be as expected. The suture was dispensed without problems and examined along the strand and no defects, damage, or suture breakage were noted. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a total abdominal hysterectomy on (B)(6) 2022 and the suture was used. During surgery, the suture broke easily. The suture was used for a ligament during the procedure. There were no adverse patient consequences reported. Additional information was requested.